Event description:
The patients ipg reportedly stopped functioning following a surgery in which the ipg was not placed in surgery mode. Abbott representative was able to reconnect patient to ipg.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
It was reported to abbott, a patient was unable to connect to the ipg. The system had not been set to surgery mode while the patient underwent a recent unrelated surgery where electro-cautery may had been used. The rep was able to recover the device. Effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used near an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.